Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50 serial number: (B)(6). Batch/lot number: 17139687 model/catalog description: artisan lead 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and the patient's spinal cord stimulator (scs) paddle lead was cut during a revision. No device malfunction was suspected. The patient's paddle lead was replaced along with the ipg and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.